Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, an unspecified volume of solution leaked at the reported upper part of the filter of the tubing set. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.